Event description:
It was reported by the customer that the front panel label had broken off. Evaluation of the unit found exposed electrical components beneath where the label was broken. No patient involvement or adverse consequences were reported.